Event description:
A surgeon reported that a pt experienced air embolism while undergoing a vitrectomy procedure performed under general anesthesia. The pt died 4 days later due to cardiac arrest as a complication of the embolism. According to the surgeon, the air embolism occurred 5 to 10 mins after an air/fluid exchange. When the event occurred, the anesthetist advised the surgeon to stop the procedure. At that time, the operating room team thought that the pt had a curare allergy and the team tried to resuscitate the pt for an hr before moving him to the intensive care unit (ICU). The surgeon reported that during the procedure, there was no sign of air infusion in the choroid. She moved the infusion line during the vitrectomy because it was sidelong. She switched it into the lower temporal quadrant trocar w/o checking if it was in the vitreous cavity. According to the surgeon, the pt did not have any other medication prior to this surgery. Add'l info was rec'd reported that the pt was having surgery for a retinal detachment repair on (B)(6) 2013. The pt rec'd general anesthesia with intubation. The surgery was going well when the surgeon identified the retinal tear that had caused the retinal detachment. Towards the end of the procedure, 5-10 mins after the fluid/air exchange had been done, the anesthetist asked the surgeon to stop the procedure since the pt had gone into cardiac arrest. At the time of the event, the eye was normal and w/o volume decrease. The surgeon reported that one trocar was tilted in the eye, so the infusion line was moved to another (to maintain ocular pressure and volume), the guide knife was inserted in the initial trocar, then the infusion line was reinserted into the initial trocar. The infusion line was not rechecked to ensure that the line was in the vitreous cavity, but there was no visible choroidal detachment at that time. Cardio-respiratory arrest occurred 1 hr after the beginning surgery and 1 1/2 hrs the induction of anesthesia. Subsequent tests performed showed air was found in the periorbitary and obituary areas, with facial emphysema observed on the scanner. According to the surgeon, air could have come after cardio-respiratory arrest, during resuscitation, since she had left all instrumentations in the eye, with active insufflation during pt resuscitation (1 hr), since she thought she could continue surgery, and since resuscitation led to many movements of the pt, infusion moved, and air could have come in ear, nose, throat (ent) area. At the time of removing the instruments, one trocar had moved out and the infusion cannula remained in place. The pt died 9 days later, on (B)(6) 2013, in the intensive care unit.

Manufacturer narrative:
An alcon clinical analyst reviewed the file. The info rec'd states the surgeon had identified a retinal tear which had led to retinal detachment, this was the reason for the surgery. At the end of surgery, 5 or 10 mins after fluid/air exchange, the anesthetist asked to stop since the pt had cardiac arrest. The pt position was normal, horizontal, as usual. Cardio-respiratory arrest occurred 1 hr after beginning of surgery, 1 hr and 30 mins after anesthesia induction. The surgeon states that a recheck of the infusion line tip open towards the vitreous cavity was not performed. Good clinical practice recommends (re)checking of the infusion tip once inserted intraocularly to prevent retina or choroid detachment (not air embolism) in cases of inadvertent infusion tip displacement into the retina/choroid layer. In this instance the surgeon did not observed any retina/choroid detachment [signs of infusion cannula tip displacement into the retina/choroid layer] upon continuing with the procedure, even after the incident (cardiac arrest). The facility intensive care unit manager noted: death cause: encephalic death, direct consequence of cardiac arrest. The info points in favor of gas embolism. The review of the clinical analysis revealed "we would not consider that gas embolism is a known or foreseeable complication of vitrectomy at this time." The company rep examined the system and no problems were found. The system was then tested and met all product specifications. The review of the system event log for the date of the reported event, (B)(6) 2013, did not reveal any abnormal activity up until 12:38:51 pm where an ac power loss occurs and the system shuts down. The system is not restored until the following day, (B)(6) 2013. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The customer has stated that they do not believe the incident was system related. The root cause cannot be determined. (B)(4).